Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving ¿replace sensor and try again in 10 minutes¿ error messages on the same day of applying the adc freestyle libre 2 sensor. The customer became hypoglycemic and was unable to self-treat, requiring sugar from a third party as treatment. Reportedly, a blood glucose result of 2.1 mmol/l was obtained from the hcp meter and the customer was diagnosed with hypoglycemia however, no further information was provided. There was no report of death or permanent injury associated with this event.